Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Patient stated that upon sensor deployment, patient was unable to locate sensor wire. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The device was visually inspected and testing concluded that sensor wire was missing. Complaint is confirmed. The root cause was determined to be the sensor wire was missing from the housing puck.